Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the patient's esophagus but would not deploy from the delivery system. The handpiece broke and the physician used forceps to successfully deploy the capsule it remained attached to the patient. No serious injury to the patient was reported.